Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000480r, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000053, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) did not boot up. The uninterruptible power supply (ups) was replaced as will as the ups batteries and the mvs power cable. This resolved the issue. Completed the full system checkout. All passed successfully. The system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) uninterruptible power supply (ups) was dead. While onsite for repairing the image acquisition system (ias) for a different case the manufacturer representative noticed that the mvs had lost power and would not boot up. They did some troubleshooting and determined that the mvs needed a new ups. No patient was present at the time of the event.

Manufacturer narrative:
H3) the uninterruptible power supply (ups) for the viewing station of the imaging system was returned to the manufacturer for evaluation. Analysis found that the ups was unable to hold a charge when power was connected to the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000480r, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000053, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) did not boot up. The uninterruptible power supply (ups) was replaced as will as the ups batteries and the mvs power cable. This resolved the issue. Completed the full system checkout. All passed successfully. The system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) uninterruptible power supply (ups) was dead. While onsite for repairing the image acquisition system (ias) for a different case the manufacturer representative noticed that the mvs had lost power and would not boot up. They did some troubleshooting and determined that the mvs needed a new ups. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000053, lot/serial #: (B)(6) h3) the mobile view station (mvs) power cord was returned to the manufacture for evaluation. After performance testing and visual/ph ysical examination the reported issue was not confirmed. The power cord was tested and passed continuity bench test. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.